Event description:
I opened a precision overall contact lens and noticed it appeared folded in the container tray. I picked the lens up with my finger and it unfolded. I put the contact lens and my eye started burning and turned red immediately. I quickly removed the contact and the burning ceased. I was able to put in a fresh contact and did not experience burning.